Manufacturer narrative:
Device analysis can confirm that the outer sheath had broken distal to the shrink tube, therefore, it was not possible to deploy the stent. Visual examination of the returned device noted that the shaft was bunched up distal to the shrink tube. A restriction was noted in the movement of the valve body and shrink tubing over the stainless steel shaft which may have been due to the bunching up of the outer sheath. A review of the mfg records for batch # 8563460 found that the device met its material, assembly, and product specifications. Device analysis cannot conclusively determine the exact root cause of the break in the outer sheath.

Event description:
Reportable based on analysis approved in 2006. It was reported that, during a carotid angioplasty / stenting treatment procedure, wallstent deployment difficulties were encountered. The lesion being treated was a calcified, 80% stenotic lesion located at a bifurcation in the tortuous, 5 mm diameter carotid artery. The lesion was accessed from a femoral puncture site and was not predilated before the attempted stent placement. The customer stated that, the stent was initially delivered to the target site, but "it did not open after new positioning, and became impossible to liberate." The procedure was successfully completed with another stent. No pt injuries or complications were reported. Pt status is reported as "good."